Manufacturer narrative:
The product code t5c4325k was added to replace the previously submitted t5c4326k. One sample was received for evaluation. Visual inspection was performed and two small holes in the tubing approximately half an inch from the closed sleeve were identified. Functional testing, clear passage and clamp function testing were performed and no issues were noted. Leak testing was performed and a leak due to a hole in the tubing was identified. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location on the tubing. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.